Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Auditory benefit from the device was intermittent. After two months of observation, there was no significant improvement noticed and reimplantation was decided. The user was re-implanted with a new device on (B)(6) 2020.

Event description:
Auditory benefit from the device was intermittent. After two months of observation, there was no significant improvement noticed and re-implantation was decided upon. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.